Event description:
A malfunction on the pump was reported, potentially due to it being dropped. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support was unable to provide instructions to reset the pump as the charging supplies were unavailable, but plans to follow up for resolution. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.